Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient lost consciousness upon changing from battery to power module support. A loud alarm sounded and the spouse noticed there were no lights on the system controller. The spouse exchanged the system controller for the patient's backup and the patient reportedly recovered upon system controller exchange. The patient was transported by emt to the emergency department. Upon interrogation of the system controller, a clock reset from earlier in the morning related to a low battery condition was noted. The last event recorded prior to the loss of power and subsequent clock reset was a power cable disconnect event at approximately 9:30 pm. At the time of this event, the pump was operating at a speed of 9390 rpm with estimated pump flows of 5.1 lpm. The patient was upgraded from epc system controllers to pc system controllers. No further alarms or have been reported since the patient's system controllers were exchanged.